Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : item# unknown liner lot# unknown, item# unknown head lot# unknown, item# unknown cup lot# unknown. Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a primary r tha. Subsequently, the patient experienced a fracture of the femur during impaction of the stem. Two cerclage wires were utilized to stabilize the fracture. Patient experienced intraoperative femur fracture that resulted in extended surgical time, subsidence of component and blood loss. The blood loss was alleged against the acetabular issue as well as the intraoperative fracture; however, given the length of time to repair a fracture the blood loss will be captured with this event. These are considered abnormal of unexpected findings. Attempts have been made and additional information on the reported event is unavailable at this time. No further information available.